Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under this medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified there was gapping in the seam of the nozzle of the handpiece. The power cord was cut from the hand piece; therefore, functional testing could not be performed. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery he tip was removed from 3 fan spray kit devices. No tip fell into the open wound. There was no harm or injury to patient or operator and no delay in procedure. No adverse events were reported as a result of this malfunction.